Event description:
During treatment to the superficial femoral artery (sfa), it was reported that a powerflex pro balloon ruptured at 7 atm during its initial inflation. The balloon catheter was removed from the patient intact and with no difficulty. A new 6 x2 was required to be opened to finish the case and there was no patient injury reported. There was no difficulty removing the product from the hoop or the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepped normally, maintain negative pressure. The contrast to saline ratio was 60/40. The boston scientific indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was difficulty advancing the balloon catheter through the vessel due to the calcium in the artery. The balloon catheter did not kink while being used. The powerflex pro was inserted into the patient once.

Manufacturer narrative:
Concomitant devices: boston scientific indeflator. (B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during treatment to the superficial femoral artery (sfa), it was reported that a powerflex pro balloon catheter (bc) ruptured at seven atmospheres (7 atm) during its initial inflation. The balloon catheter was removed from the patient intact and with no difficulty. There was no patient injury reported. A new 6 x2 was required to be opened to finish the case. There was no difficulty removing the product from the hoop or the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepped normally, maintain negative pressure. The contrast to saline ratio was 60/40. The boston scientific indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was difficulty advancing the balloon catheter through the vessel due to the calcium in the artery. The balloon catheter did not kink while being used. The powerflex pro was inserted into the patient once. The product was not returned for analysis. A device history record (DHR) review of lot 15844693 revealed no anomalies or non-conformances that can be associated with the reported complaint. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.